Event description:
Ett developed what sounded like an air leak. Cuff was inflated and holding air. Attempt to reposition tube failed to alleviate leak. Pt not getting full volume on vent. Ett tube exchange less than 24 hours from original placement. FDA safety report ID# (B)(4).